Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized twice after receiving the insulin pump. The first time the customer's mother found him with blood glucose in the 20 mg/dl range. The customer was given 50 percent dextrose. The customer blamed the doctor for the incident of the low blood glucose because the customer stated that the doctor did not know how to use the insulin pump. The second hospitalization occurred approximately a month after the customer started using the insulin pump. The customer stated that they had another really bad low blood glucose incident and when they corrected the blood glucose fell, again, within 15 minutes, without insulin. The customer stated that after the second hospitalization they realized that the insulin to carbohydrate ratio settings were incorrect; it was set to 1 to 7 instead of 1 to 15. The customer corrected the settings since then. The customer's blood glucose at the time of the phone call was unknown. Nothing further was reported.